Event description:
New information received notes that patient was upgraded to biv ICD. The lead was capped and replaced. Patient was stable pre and post case.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that increased pacing lead impedance was observed. The patient was supposed to come in to the hospital for a device upgrade, but did not show up. When the patient presented into the hospital without a scheduled appointment, high pacing lead impedance and high threshold were noted. The doctor is trying to convince the patient to have a device upgrade and lead revision. The patient has other medical issues, and may need a temporary ICD for a short period of time. No further information is available.